Event description:
A vns pt's neurologist reported that they had a pt who was complaining of a lump in his throat. The pt was diagnosed with an esophageal muscular hypertrophy. It was unk the full relationship of this event to the pt's vns. It is believed to possibly be related to stimulation. Good faith attempts for additional info have been unsuccessful to date. The pt's vns diagnostics have been reported to be within normal limits, but no specifics provided.